Event description:
On 12/9/97, the facility's associate director of materials informed the MFR's rep that the device was implanted on 9/17/97. The device catheter fractured and was off the device. As a result of the device catheter fracture, the device was explanted on 12/8/1997. No further details were provided at this time.

Manufacturer narrative:
The device was returned to the MFR (MFR.) And has been analyzed as follows: visual and microscopic examination of the device revealed two (2) slits in the device septum with no internal damage noted. Discoloration, compression marks, longitudinal slits and irregularly cut material was seen on the seven (7") loose segment of catheter approximately three (3") from the formed end. The damage seen is consistent with "pinch-off sign." The device/catheter appeared patent with no resistance felt. A cloudy fluid with particles consistent with blood was collected. The device/catheter were leak tight when pressurized with air and fluid. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on info available and the results of the MFR.'s analysis of the device, the report that "the device catheter fractured and was off the device" has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused the damage found during the MFR.'s analysis of the device. No further details are available. The customer will be notified of the MFR.'s findings and an article exclusive to "pinch-off sign" will be forwarded to the facility for their review. The MFR. Is now closing the file on this event. Submitted to the FDA 4/2/1998.